Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01718 and 0002023141-2022-01720. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient presented in (B)(6) 2021 with severe nearly complete platform fractures on implant 18, 19 and 30. The implants were subsequently explanted due to peri-implantitis and the areas grafted with allograft to allow for future implant placement. Symptoms as a result of the event: edema and inflammation.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01718-1 and 0002023141-2022-01720-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. Two imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) and one imp,tsv,4.7,13,mtx,mg (tsvtwb13) were returned for investigation. Visual evaluation of the as returned implants identified three fractures at each collar. Peri-implantitis could not be verified. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lots (62144117, 61996376, and 62087967) have revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62144117, 61996376, and 62087967) for similar events (complaint category keywords: fracture: implant and functional: peri-implantitis) and one other complaint was identified. The most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading/patient habits. Peri-implantitis could not be verified. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.